Event description:
It was reported via repair work order that the lift would drift due to broken lift nuts. It was also reported that the fowler would drift due to fowler motor malfunction. It was further reported that the scale was inaccurate due to load cell malfunction and scale board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.